Event description:
First line a leak was noticed around hub. Second line holes were noted at 2-3cm.

Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. (B)(6) has confirmed in the e-mail that the end user did not use padded forceps as recommended in IFU. Other devices not supplied or manufactured by neo medical were used with neo medical product 355-72 for placement. (B)(6) states "possibly the use of the bd introducer is contribution to these problems. IFU attached. Follow up will be provided as additional information is received and complaint investigation analysis ((B)(4)) is completed.